Manufacturer narrative:
Follow-up # 1 ¿ (6/17/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 3/12/2013 and 6/8/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.test strips were expired at the time of complaint. Instructions for use indicate test strips must be used prior to expiration date. No product analysis is required.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging apply sample. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.